Manufacturer narrative:
A batch review of the reported lot indicates there were no non-conformances reports issued for the finished goods lot. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. The needle is an ethicon supplied component. No samples or evaluation reports were received to date. There were no retained samples available for testing. If samples or the report become available at a later time, they will be reviewed and the results will be included in the file. To date, a third party evaluation report has not been received from ethicon. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual broken needle, receiving magnified photos of the broken device, receiving the third party analysis, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
It was reported that the needle broke when sewing during the surgery a laparoscopic myomectomy. It was converted to a laparotomy surgery. Changed another one to complete the surgery. No additional information could be provided.